Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's field service engineer reported review of the device diagnostic log indicated the backup battery was not detected during the power on self test (5002).